Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated.

Event description:
The device was explanted over four and a half years later for reported normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection of the device noted no functional irregularities to contribute to the allegation from the field. Microscopic visual inspection of the lead barrels noted body fluid contamination in both lead barrels pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the safety switch tripped on the non-boston scientific right ventricular (rv) lead due to impedance measurements greater than 2500 ohms. It was noted that the patient has not been seen in over two and a half years, so they were unable to determine how long the safety switch had been trapped. Multiple episodes of ventricular tachycardia were stored in the arrythmia logbook due to myopotential oversensing. The boston scientific sales representative stated that the physician and the patient were discussing the option of a lead revision procedure. The patient was not symptomatic and the non-boston scientific rv lead and pacemaker currently remain implanted. At this time the investigation is complete.